Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. No sample was received and thus a further evaluation and investigation of the complaint is not possible. Summary and assessment: as no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is taken to knowledge and filed for statistical purposes. However, if the complaint sample will be provided, the complaint will be re-opened accordingly.

Event description:
As reported by the user facility information by bbm sales organization in france: according to the customer: "rupture of the epidural catheter during insertion of an epidural catheter for analgesic purposes. The installation was done in t9/t10. Raising the catheter without difficulty with a space obtained at 3.5 cm, withdrawal of the needle then partial withdrawal of the catheter to adjust to the correct depth. This partial withdrawal initially opposes a first resistance which is not forced. The catheter is reintroduced deeper and withdrawn again without any resistance. This second removal brings a severed catheter back approximately 8 cm."